Manufacturer narrative:
A2, a3, a4, a6 are unknown. E. Initial reporter information was not available in the complaint record accessible for MDR assessment at time of reporting. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On support day 3 the impella was planned to be removed. However, prior to the explantation of the device, suction alarms occurred on the device approximately 15 minutes after heparin was discontinued. It was noted that the motor current consumption leveled off, and the pump flow rate fell to 0.0 l in both systolic and diastolic modes. Therefore, the pump was immediately removed. There were no visible clots in the pump after removal. As it was the scheduled removal date, the pump was removed without any other mechanical support, and the patient was stable following the explantation of the impella cp. The medical team performed a computed tomography scan after removal as a precaution, and no significant blood clots were found. Additionally, the medical team requested the automated impella controller to be investigated as a possible cause of the flow and suction issues. This complaint involves two impella devices: impella cp with serial number: (B)(6). Automated impella controller with serial number: (B)(6). This MDR specifically addresses automated impella controller with serial number: (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.